Event description:
Blood noted leaking from art line tubing. Catheter connector checked for patency and tubing fell apart. New extension placed and site care done to line. Ebl 10-20 cc's. Line remained functional after incident.